Event description:
A patient reported that pt was unable to test on pt's one touch basic meter. Pt's meter allegedly would only prompt the 'battery' message. The issue was not resolved. No comparison was done. Patient reported no symptoms and was not treated. No further information has been reported.